Manufacturer narrative:
Internal report reference number: (B)(4) b2: adverse event is being submitted due to the information provided on the medwatch mw5189087. The meter and test strips have not been returned to us for evaluation as of the date of this report. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: reasonable attempts were made to obtain additional information; however, no additional information was obtained.

Event description:
On june 22, 2026 we received a medwatch report = mw5189087: I was using this device to track my blood sugar while pregnant. My results were very inconsistent and would go from extremely high to very low. My obstetrician-gynecologist continued to try different medications and dosages to help control it and it was still varied results. This resulted in being said that it would not be safe to continue the pregnancy for me or the baby and that I had to get a cesarean the next morning at 35 weeks. That results in a neonatal intensive care unit stay for our baby and my blood sugars were back to normal instantly in the hospital setting.